Event description:
It was reported that during the elective explant procedure, the device "snapped" and became cracked while the nurse was attempting to remove it. The nurse confirmed that more force may have been applied to remove the device as it had been in situ for over five years. The device was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned. Due to the connector coming off at explant the device could not be tested. The device exceeded its expected longevity of 12 months. No analysis was done.